Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/05/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens (iol) was explanted on (B)(6) 2017 from the patient's operative eye because the patient was unable to tolerate the lens due to poor quality of vision. Patient's symptoms were reported immediately following the lens implant. There was no incision enlargement, vitrectomy, or sutures used at lens explant. The replacement lens was the same model, but the diopter was not reported. There was no patient injury. No additional information was provided.